Manufacturer narrative:
No conclusions can be made at this time. No connection could be made between the event and any shortcoming of the device. The primary cause of cage migration is due to inadequate posterior compression of the screws.

Event description:
Jaguar cage was implanted in 2007 and found backing out by 5mm month postoperatively. As of four months later, no adverse consequence has occurred. No re-operation has been required to date. As this could result in the need for surgical intervention an MDR is being filed to document this event.